Manufacturer narrative:
The insulin pump had a cracked display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip. The insulin pump had moisture damage on the electronic assembly and motor.

Event description:
It was reported that the customer had moisture damage on the insulin pump. Customer's blood glucose level was 140 mg/dl. Customer stated that he fell into the pool and there was water in the pump. Customer reported that there is fluid under the lcd display. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.